Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** * 01/10/2012 patient fact sheet form was received which identified part/lot information for the left side. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 7/22/2014 - medical records received for left hip revision. Dor provided. Patient revised to address a vertically positioned acetabular cup. Upon revision, a mild tan staining of the periarticular tissue was noted. This complaint was updated on: 08/12/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2006, and on her right side on or about (B)(6) 2009. Patient experienced release of metal ions into her body, pain, distress, anxiety, and limitation of movement. Patient has not yet scheduled an explantation of the asr hip implants.